Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted in 2005. According to the complainant, the patient states as a result of the implant she suffered erosion and extrusion of the mesh, causing severe persistent pain, nerve damage, weight gain, and an inability to perform household functions and sexual relations. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.